Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reporeted that the pump had a system failure primary audible alarm. No adverse patient effects were reported by the customer.

Manufacturer narrative:
One device was received for evaluation. Visual inspection revealed the device had cracks on both the plunger case and top case. Review of the event history log found primary audible alarm post. Functional testing was performed, and the reported issue was able to be replicated. The root cause was determined to be the device needed to have a software upgrade. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.